Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the surgeon asked them to open another generator because the lead would not fit the generator. Upon researching and looking, it was discovered that 4 incorrect leads were shipped and the incorrect lead was used. The surgeon removed the micro lead and inserted the correct lead and attached a new generator.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown product ID neu_unknown_lead lot# unknown product ID neu_unknown_lead lot# unknown product ID neu_unknown_lead lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the hcp kept jamming the screw driver into generator to try to make it work. That¿s when they realized the surgery center received the incorrect leads. Hcp requested a correct lead and new generator due to the possibility of damage with the set screw. 3 leads were returned, 1 discarded.

Manufacturer narrative:
Continuation of d10: product ID 978a128, lot# va31cuf, product type: lead. Product ID 978a128, lot# va3 1cuf, product type: lead. Product ID 978a128, lot# va31cuf, product type: lead. Product ID 978a128, lot# va31cuf, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.